Event description:
It was reported that one day post implant an x-ray showed the atrial lead had dislodged and was in the ventricle. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.